Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, product ID tm90t0, product type: accessory, section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that 'about 3 months ago,' they noticed they had to wiggle the communicator to connect to their pump to bolus. The patient stated that 'it used to be really easy, but now it's not as fast as it used to.' When the agent attempted to inquire further, the patient stated that 'like around 90%' they notice a delay in connecting so they tried to wiggle the communicator around to help. The event date was 'about 3 months ago.' The patient mentioned that they recently received a replacement handset, as previously documented in a service case. Per this service case, the patient's replacement handset was paired to their pump on 2025-04-30. The agent assisted the patient in clearing the data. The patient will monitor and call back for assistance as needed. The patient mentioned that they have a second communicator and tend to lose their communicator a lot. The patient inquired about communicator pairing instructions if they ever needed to pair their previous communicator. The agent emailed communicator pairing instructions from patient manual to the patient.